Event description:
It was reported that during a drug clinical study, an intravascular ultrasound catheter (ivus) was used in a percutaneous coronary intervention (pci) procedure and while crossing the lesion, an artery dissection occurred; including circumflex and anterior descending arteries. Patient was reported to be in cardiogenic shock. The area of dissection was treated with six stents. Patient stabilized and the artery flux was normalized. Patient was discharged approximately a week later. Sometime later, post discharge, the patient reported chest pain. Stent occlusion was diagnosed. The patient underwent a CABG procedure in early 2009.